Event description:
A customer reported a cgm error 42 occurring with their device. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through a pump reset, but the error persisted, so it was decided that the pump would be replaced.